Event description:
It was reported that during lap gastric bypass procedure, as a result of misfired staples and the tissue not staying inside the device during fitire, the procedure was converted to open surgery to prevent a leak from misfired stables. Patient is in stable condition.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.